Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the system serial number was (B)(6). After the incident, the robot arm did not continue to misbehave. With some "stretching" and movement testing the procedure continued without any inconvenience. The customer was able to continue the procedure with no more problems. The procedure was continued robotically with all 4 arms. There was shakiness and the perception of the arm trying to find its original position after the collision. Which was the problem when the arm was equipped with a scissor that was open at the time. When the arm tried to "find its original position" and the tension was released from the surgeon's control, it moved close to critical tissue. There was an external collision. For protection, our patients have a sheet of plexiglas in front of their face. The anchor-bar which the plexiglas is attached to was somewhat in the way for the arm when the arm was positioned in a very steep angle. The problem was intermittent and has not reoccurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined at this time. The initial reporter did not provide any specific information regarding the procedure date or da vinci system identifiers.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, one of the robot arms hit the plexiglas sheet that protected the patient's face. It then started to move/pull away on its own. The instrument that was on the arm was also activated. Fortunately, nothing happened, and the procedure was able to proceed without any problems. The customer indicated that there was no issue during the day or friday's surgery either. The operator described no problems with the arm immediately after the incident. No known impact or patient consequence was reported.